Manufacturer narrative:
Follow-up #1: date of submission 06/21/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 06/07/2016 with the following findings: during investigation, a visual inspection of the pump revealed no damage to battery compartment; the test battery fit properly into the compartment. The complaint of the battery not fitting into the pump was not confirmed. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Also unrelated to the complaint, investigation showed that the contrast button on the keypad was not functioning. The keypad was removed and there was contamination visible on the button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery will not fit inside the pump's battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.